Event description:
A female in her early 60s presented to the emergency department with shortness of breath and the CT angiogram (cta) revealed a diagnosis of bilateral pulmonary embolism (pe). The patient did not improve with thrombolytic medical therapy (tpa) and underwent a thrombectomy with the inari flowtriever retrieval/aspiration system on (B)(6), 2023. Local anesthesia with sedation and heparin were administered. Access was obtained in the right common femoral vein using the inari intri24 sheath and the amplatz super stiff guidewire was used to obtain wire position. While aspirating, the clot became lodged in the tip of the triever24 (t24) catheter. Due to the large clot size, it would not aspirate through the t24 and was pulled into the inferior vena cava (ivc). The flowtriever xl disks were placed from the left groin, above the clot, and the flowtriever2 was used in conjunction with the t24 to remove a significant amount of clot. The clottriever catheter was then used to address the remaining clot. However, based on cta analysis, it appears there were multiple times in which the disks were not deployed during the clot retrieval process. Clot was then observed on the ivc angiogram to have traveled back to the heart. Unfortunately, the patient arrested and was unable to be resuscitated. Additional information has been requested.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided; however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of distal embolism. The inari intri24, flowtriever2, flowsaver, and clottriever catheter devices are not suspected as contributing to the event. Distal embolization, cardiac injury, cardiogenic shock, clinical deterioration, and death are listed in the device labeling as potential complications / adverse events. Manufacturer reference #:(B)(4).